Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the paediatric patient experienced a skin reaction redness, blisters, and drainage, underneath sensor pod area only. The reaction was treated with a prescription of unspecified oral antibiotics and a topical cream. At the time of the report the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available. Parent does not remember what medications the patient was taking.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement from the initial MDR, "parent does not remember what medications the patient was taking" as this was submitted in error.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.